Event description:
It was reported that during atrial lead revision, the physician noted that the right ventricular lead was pulled tight as a result of twiddlers syndrome and both the atrial and ventricular leads were tangled together. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.